Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 141 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that they were using the recommended battery. The customer stated that they cannot see the battery spring. The customer stated that the insulin pump already worked but it went back to blank display again. The customer also reported battery out limit alarm and motor error alarm. The customer stated that the battery out limit alarm and motor error alarm was able to be cleared. The insulin pump will not be returned for analysis.